Event description:
Had left total hip arthroplasty. Component used was: depuy press-fit #4 high offset stem 52 mm pinnacle cuff with ceramic ball and 32mm altr cross-linked neutral polyethylene liner. First few months spent recovering from surgery, but after about 5 months pain in hip was increasing and becoming more severe and debilitating even after pt assistance. Os said it "needed more time." Four months later hip continued to worsen including a tightening feeling, swelling, throbbing and aching. Os ordered a bone scan and blood work which was "normal." It's been another long year of suffering and pain has not stopped. All of 2013 I sought 3 additional doctors for opinions - they reported that my x-rays "looked normal." Tried massage therapy, chiropractic, natural supplements and many other treatments, including several ultra-sound pain injections but had zero change or relief from pain. Pain interferes with all daily activities including walking, sitting, standing, and sleeping; and never stops.